Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that it was not possible to click in the articular surface into the tibia. Another articular surface was opened and used to complete the surgery.